Event description:
Boston scientific received information that this patient was in the emergency room due to lightheadedness with some intermittent loss of capture (loc). Upon interrogation there was some loc noted with oversensing and noise on the right ventricular (rv) channel which resulted in pacing pauses greater than two seconds. The patient is symptomatic during the pauses. The device is programmed to maximum outputs and the rv sensitivity is programmed to least sensitive. However, the pauses are still occurring. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed programming options for this patient. The caller performed reprogramming and reported seeing more regularization of the v-v intervals. Bipolar impedance measurement is 460 ohms and the trend appears to be stable for this lead. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
--

Manufacturer narrative:
Additional information was received three months after the initial observations noting that intermittent loss of capture was still being observed and the patient was symptomatic. The patient was admitted to the hospital to address the issues. A revision procedure was performed and the associated right ventricular (rv) lead was replaced and the device was explanted and the patient received a new rv lead and an upgraded device as he had developed congestive heart failure (chf). No adverse patient effects were reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was returned for testing and is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Additionally, visual inspection noted indications that both leads were fully inserted in the lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product issue will be updated if additional information is received.